Manufacturer narrative:
Details regarding the replaced sensor were not provided; therefore, it could not be confirmed whether the sensor was a philips-approved part. Additionally, the original sensor was not retained for evaluation. Attempts to contact the biomedical technician were unsuccessful. Based on the available information, the reported malfunction could not be definitively confirmed, as the suspect sensor was not available for testing. However, given that normal device performance was restored after sensor replacement, the most probable root cause was a faulty sensor. The issue was resolved by the customer through replacement of the sensor. A review of the device service history indicates that no similar issues have been reported since this event. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
It was reported that the intellivue mx450 patient monitor measures spo2 saturation incorrectly with the rubber thimble. The hospital biomed replaced the sensor and requested calibration. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6). A philips field service engineer (fse) went to the customer's site and tested the equipment. The fse confirmed after the biomed replaced the sensor the spo2 measurements are correct. The device information for the sensor the biomed replaced was not provided; therefore, it is unknown if the sensor was a philips part. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.